Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient underwent routine replacement of the implantable cardioverter defibrillator (ICD) on (B)(6) 2026. It had been previously observed that the shock impedance was 150 ohms and replacement of the right ventricular (rv) lead also occurred. It was stated that the lead would not be returned. No additional adverse patient effects were reported.